Manufacturer narrative:
The most likely cause of open circuit impedance readings is a fracture of either the lead itself or the connector between the lead and implantable pulse generator (ipg). There are no imaging results shared with the firm for assessment of the system prior to explant and the components were not retained for return to the firm for examination.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. In (B)(6) 2025 the patient inquired about MRI conditionality and was advised that the system was conditional pending impedance checks. Impedance checks found all contacts on one lead had open circuit readings and the MRI was unable to be completed at that time. The patient was seen by a local nalu representative to assess the system. The patient declined to perform any corrections at that time due to still getting some pain relief from the system. On (B)(6) 2026 the nalu system was fully explanted so that the patient can move forward with the MRI.